Event description:
Rec'd notice of complaint concerning above product via phone call from facility inservice nurse. Reports a leak at the connection of the saline tee-connector to pump segment, allowing air to be pulled into the system. Reports that the leak occurred on this 8th use line within the first 5 minutes of the treatment. The line was changed and the treatment completed without further incident. The reported blood loss was 75cc from loss of the blood in the arterial line. The pt was reported as stable and did not require any medical intervention. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.